Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr4 stent (sfr4) delivery pusher broke and resistance was encountered with a phenom 21 microcatheter. The patient was undergoing a thrombectomy surgery for treatment of a ischemic stroke in the right m1~m2 junction. It was noted the patient's vessel tortuosity was normal. The patient's baseline modified rankin score (mrs) was 4. The thrombolysis in cerebral infarction (tici) score improved from 0 at baseline to 3 post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved no passes with the initial sfr4 and two passes with the replacement device. The mc (microcatheter) was advanced to the location of the thrombus to deliver sfr4-6-40. During delivery, no resistance was felt; however, when it reached the proximal to mid-portion ofthe catheter, the delivery device was broken. When it was pulled back, the stent did not come with it, so it remained in the mc. This was reported as catheter resistance in the center of the microcatheter. Using a different lot of the same products, the system resumed and completed successfully with 2 passes. It was reported that the pusher proximal end (near-hand section) broke. Stent disconnection was reported. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). There was no vascular stenosisproximal to the thrombus formation site. The physician did not torque the delivery pusher. There was no resistance or difficulties during the procedure. At the time of stent retrieval, the proximal markers of the stent were not located in the microcatheter. The surgeon did not try to remove the stent. The stent was removed from the body. No surgical or medical additions were performed. Ancillary devices included 8f optimo flex guidecatheter, synchro standard guidewire, cat6 catheter. A request for clarification of contradictory information has been made.